Event description:
The report received from the health care professional (hcp) through the (B)(4) department indicated that the patient had three unknown cordis (bare metal) stents implanted in an unknown coronary artery for unknown reasons. Approximately six years after the index procedure, the patient was reported to have experienced acute coronary syndrome (acs)/non-q-wave myocardial infarction (mi). The patient was hospitalized and had three cypher stents implanted in the left anterior descending artery (lad) target lesion. It was if there was any issue involving the three initial stents implanted in relation to the reported mi. Three years after implantation of the three cypher stents, the patient was reported to have experienced restenosis necessitating coronary artery bypass graft surgery. No additional information was available. The exact dates of the events were unknown/only the year was provided.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00513 and #1016427-2011-00127.

Manufacturer narrative:
The complaint received states that approximately three years post bms stent implantation, the patient experienced restenosis and then two years post cypher stent implantation, the patient experienced restenosis. This is a (B)(6) male with medical history including smoking and hypertension. The report received from the health care professional (hcp) through the medical affairs department indicated that the patient had three unknown cordis (bare metal) stents implanted in an unknown coronary artery for unknown reasons. Approximately six years after the index procedure, the patient was reported to have experienced acute coronary syndrome (acs)/non-q-wave myocardial infarction (mi). The patient was hospitalized and had three cypher stents implanted in the left anterior descending artery (lad) target lesion the target lesions of the three stents implanted in 1997 was unknown and it was not known if there were any stent issues relating to the subsequent non-q-wave mi. Three years after implantation of the three cypher stents, the patient was reported to have experienced restenosis necessitating coronary artery bypass graft surgery. No additional information was available. The exact dates of the events were unknown/only the year was provided. The stents remain implanted thus unavailable for analysis. (B)(4): there is no sterile lot number information available thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. This is one of two products used during the same procedure. Please reference MFR. Report # 3003742446-2011-00513 and #1016427-2011-00127.